Manufacturer narrative:
"Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low results for multiple assays, including, glucose, blood urea nitrogen (bun), uric acid, cholesterol, triglycerides, enzymes, iron, unsaturated iron binding capacity, total bilirubin, and lipid profile on their dxc 700 au chemistry analyzer. The customer states the results were zero (0). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.